Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited inappropriate therapy due to incorrect interpretation of signal. The atrial lead exhibited under-sensing and noise. No intervention or symptoms were reported.